Manufacturer narrative:
(B)(4). All operating currents are within specification. No unexpected battery out limit alarms noted. Unit passed displacement test and a21 error test. No a21 alarm noted. A47 alarm confirm alarm history screen due to corrupted history files. No physical damage noted.

Event description:
Customer reported receiving for alarms on the insulin pump. The blood glucose reading was 201 mg/dl. The alarm occurred shortly after inserting a new battery. The insulin pump was stored without a battery. Nothing further was reported.